Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown gynecological procedure on unknown date and the mesh was implanted. Following the procedure, the patient experienced chronic pain and mesh exposure. The patient underwent a vaginal mesh removal due to ongoing pain. Additional information will be requested.